Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (not powering up monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4), reporting that the battery pack was unable to power up a monitor.